Event description:
The customer reports: the removable part of the cannula (outer) was too long and was "sticking out" and causing irritation. Customer states that decannulation and recannulation of a replacement tube was required with no further problem.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).